Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000123998.

Event description:
It was reported that the patient's lead had high impedances. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead has the high impedances.

Manufacturer narrative:
Correction: section b1- type of report was inadvertently not checked off in initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.